Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was found broken during usage on the patient. The intra-aortic balloon pump (iabp) alarmed for a "helium leak" and blood was noted in the iab. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury of death.

Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was found broken during usage on the patient. The intra-aortic balloon pump (iabp) alarmed for a "helium leak" and blood was noted in the iab. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury of death.